Event description:
It was reported that during a lap cholecystectomy procedure, the device metal brim broke upon deployment and the metal parts fell into the abdomen. They used instruments to retrieve it from the pt, there was no x-ray taken but the surgeon feels he removed all the pieces. It is unk how the procedure was completed. There was no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.